Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassette won't attach to the device. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. A review of the event history log found a record of a ¿high alarm displayed: downstream occlusion¿ alarm. Functional testing was unable to duplicate the reported problem; however, the ehl found multiple downstream occlusion alarms. It was determined that the most probable cause is the dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.